Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during the treatment of a local bedsore with a iv3000 1 hand 10x12cm ctn 50 dressing, the patient experienced local itching and discomfort. In addition, red spots and maculopapular rashes were found at the covered part mometasone cream was applied locally and the rash disappeared one day later.

Manufacturer narrative:
H3, h6: the batch record was reviewed and it could be confirmed that the products were released according to specification. A documentation review has been conducted, confirming previous complaints of this nature. The instructions for use and risk files, mitigate the reported issue with no updates required. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the patient experienced itching and red spots and a rash. A clinical assessment was unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
H3, h6: the batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review found a small number of similar instances of the reported event. There is nothing to indicate that this is outside of acceptable rates of occurrence. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. It was reported that the patient experienced itching and red spots and a rash. A clinical assessment was unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, the patient was bedridden patient with thin hip skin, and bedsore risk and was given the iv3000 1 hand dressing to cover the hip area. It was reported the itching and rash occurred 6 hours after application. However, it is unknown whether the patient¿s symptoms were due to a pre-existing or concurrent medical condition. Since it was reported the adverse event has resolved, no further clinical/medical assessment is warranted at this time. Should any other relevant clinical information be provided, this complaint would be re-assessed. The IFU for the 4008 iv3000 1 hand 10x12cm ctn warns; ¿the iv3000 should be used for IV sites only.¿ the users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings. The user risk assessment for the device provides details of possible sensitisation reactions and irritation or irritants contact dermatitis, as possible harms caused by toxicology of the materials used in the dressing. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.